Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/21/2021 h.6. Investigation: two used primary sets, model 10015012 lot 20066818, was received by the customer for investigation. Upon visual inspection of both samples, it could be observed that the tubing below the drip chamber was cut. No other defects were observed. The customer's complaint of a leaky tubing incident was verified. A device history record review for model 10015012 lot number 20066818 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the damaged tubing. The tubing appeared bent out of shape and one sample completely separated into two pieces when placed under the microscope. The root cause for this defect is an error during the manufacturing process. When the set is coiled and packaged prior to the added solvent drying, kinks can be created that eventually separate the set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20066818 regarding item #10015012.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m leaked. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown it was reported that they had another leaky tubing incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m leaked. The following information was provided by the initial reporter: material #: unknown. Batch/lot #: unknown. It was reported that they had another leaky tubing incident.